Manufacturer narrative:
The affected evita xl with 80,000 operating hours has been manufactured in july 2004 and has been investigated in the dräger repair center. Initial analysis could not detect a malfunction. After a precautionary replacement of the pcb cpu and the power supply the device passed an endurance test and a test according to manufacturer specification without findings. Evaluation of the log files confirmed that the device performed two warmstarts on 31st july 2017. Since there are no indications for a technical malfunction the root cause of the behavior could not be determined. During a warmstart an emergency-breathing valve would open allowing for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the evita xl performed two restarts while ventilating a patient, but continued ventilation afterwards. No injury was reported.